Manufacturer narrative:
Visual analysis: visual analysis of the photos identified: - deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It is not possible to determine the right side. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported unknown side "expander deflation (broke)." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "expander deflation (broke)." Device has been explanted.